Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, approximately 2 hours during an open-heart surgery, during the suturing of a bio patch using a running technique, the thread of the suture broke. It was noted that after testing the patch with echocardiogram for a third time, it was discovered that the 8-0 suture line had opened. The procedure was extended to redo the suture line. The surgical time was extended by more than 30 minutes due to the product problem.